Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness, pain concomitant medical products: left unknown gel device. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084921 it was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 2018) reported unexplained systemic symptoms, which included but not limited to ¿ food intolerances, migraine headaches, terrible ringing in ears, brain fog constantly fatigued. Chronic sinus issues and a terrible cough.¿ it was also reported that the patient experienced breast pain on the right side. This report is for the right side. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated.